Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found no abnormality related to the reported event on the product's appearance. During the functional testing, the temperature was not displayed on the lcd display. The cause was found to be a failure of the main pcb. The main pcb was replaced.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the liquid crystal display (lcd) is "hidden". There was no patient involvement and no patient harm/adverse event reported.